Event description:
It was reported that the patient's device "went out" in (B) (6) 2009. The patient met with her physician and the company representative and had her device successfully reprogrammed. She also had surgery to fix the problem. The patient was no longer having problems with her device system.

Manufacturer narrative:
(B) (4).